Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced low glucose levels. The distributor reported that the patient was hospitalized. No additional patient or event information was provided. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.